Event description:
A customer stated that when customer used excel off brand reagent strips customer's sugar reading began to "drop" --- get lower than expected. Customer stated that the excel off brand reagent would only fill 3/4 of the way. Customer called the MFR of excel product and corrected the issue by replacement of the product and told customer they were having a problem with production. A low filled product could result in clinically lower results. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The complaint is considered closed for purposes of MDR.